Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer was in the ER for a blood glucose exceeding 600 mg/dl. The customer experienced nausea and vomiting. The customer was currently hospitalized and undergoing treatment. The patient's infusion set cannula was bent. Proper infusion set insertion and usage was discussed with the customer's sister. The infusion set will be returned for analysis and the customer will receive a replacement infusion set.